Event description:
A customer contacted beckman coulter inc. (Bci) regarding out of range qc results for multiple assays and a failed myoglobin calibration. No patient samples were analyzed. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The customer called bci hotline and during troubleshooting it was discovered that all reagent packs were mis-loaded and therefore in the incorrect clots of the reagent storage carousel. Service was not dispatched for this event since routine troubleshooting with customer support hotline resolved the problem.